Event description:
It was reported the spring wire guide was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a guide wire. Visual analysis revealed that the guide wire was kinked; however, a probable cause of the kinking cannot be determined from the available information and without the actual guide wire returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire was kinked was confirmed through examination of the customer supplied photo. The root cause cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.